Event description:
Customer reported the top white piece of the smartsite broke off from the smartsite body and leaked while connecting a secondary set to a primary set smartsite. A new set was setup and the decadron infusion infused with no problem. No report of pt harm or medical intervention required. Although requested, no add'l pt or event info provided.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included in sections a and b. This report was filed by the MFR. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for eval.